Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed an extended bolus and bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame. Reportedly, the customer's blood glucose level was 512 mg/dl. Additionally, it was reported that the customer hurt his leg and experienced a purple coloring. At the time of the reported event, the coloring had faded and there was only a bruise remaining. To address the bg level, the customer delivered a bolus. Recommendation was made to consult with health care provider regarding diabetes management.